Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication via humapen ergo teal/clear pen body with a clear cartridge holder attached, since 2006. In late 2008, the humapen ergo teal/clear pen body (lot 0404a03) with a clear cartridge holder attached (lot not provided) was reported to have both engagement tabs broken. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with another device. It was not informed who operated the device. The operator was trained by the physician. The reported device had been used for 2 years and a half and it was not informed how long this device model had been used. The device did not return to manufacturer. It was unknown if the device was switched by another device or syringe. Complaint suggestive of reportable malfunction/near incident will investigate further. No further information was expected. Case closed. Updated on 23-dec-2008 per internal review: filled the expected follow-up date on the EU/ca button.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/ near incident will investigate further. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.